Manufacturer narrative:
Additional information: event postal code: (B)(6), email: (B)(6). A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. The fse checked all the calibration value and found inside the range limit and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications and kept the machine for few hours on demo balloon and trainer, found working. The iabp was then cleared for clinical service.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Event description:
N/a

Event description:
It was reported that during a routine check, maintaince code 1 flashed for few seconds on the cs100 intra-aortic balloon pump (iabp). There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.